Event description:
It was reported that four (4) large volume pump modules were observed with misaligned left iui connectors. This was observed by bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that four (4) large volume pump modules were observed with misaligned left iui connectors. This was observed by bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
Omit: other occupation. Additional information: manufacturer narrative. Correction: initial reporter occupation. Root cause: the root cause for the reported issue of an misaligned left iui connectors was not determined because no products or device logs were returned.